Event description:
It was reported that the right ventricular (rv) and right atrial (ra) leads were confirmed on x-ray with dislodgement. High thresholds were also noted the rv lead. Both leads were revised and remain in use. No patient complications have been reported as a result of this event.